Event description:
Revision surgery planned due to infection. On (B)(6) 2015: the operation was not executed on friday (B)(6) (pt with liver problems) and the inlay change will be done probably today. Additional info received on (B)(6) 2015: the operation was postponed due to severe liver problems of the pt and is still not performed. I spoke again with the surgeon and he will send me the name of the bacteria. But still, an operation is not possible and is at the moment not planned anymore either. With the antibiotics it was possible to get rid of the infection at this precise moment. So they still observe but will not open/operate the pt again when it is not getting worse again. MFR. # 3005180920-2015-00117.